Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker declared eol. The patient had been lost to follow up. The patient was seen for a device change out procedure. Difficulty with the setscrews was encountered and physical damage was noted to the device case. The leads were unable to be re-used and were surgically abandoned. There were no adverse patient effects.